Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from a non-vitros biorad quality control fluid on a vitros 5600 integrated chemistry system. The most likely cause of the higher than expected vitros na+ results is user error. It was determined that the customer loaded an incorrect lot of vitros electrolyte reference fluid (erf) which was not the erf lot used during the vitros na+ calibration event. In the ¿when to calibrate¿ section of the vitros na+ instructions for use (IFU) the customer is instructed to calibrate na+ whenever the vitros reference fluid lot number changes. After loading the correct lot of vitros erf, acceptable vitros na+ quality control performance was observed. There was no evidence to suggest a malfunction of the vitros 5600 system or vitros na+ reagent lot 4207-0966-9494 contributed to the event.

Event description:
A customer observed higher than expected sodium (na+) results from a non-vitros biorad quality control fluid lot 46570, on a vitros 5600 integrated chemistry system. Vitros na+ results of 140.10 and 141.03 mmol/l versus expected 124 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The higher than expected na+ results were obtained when testing a quality control fluid. No patient samples were affected and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).